Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.1925¿ x 0.0775¿ in size. The mating grip surface exhibits full coverage of brazing material. The grip surrounding the carbide insert do exhibit damage that would have contributed to the detached insert. The grip tip is bent. Additional observation related to customer reported complaint: the instrument was found to have severely bent grips, causing misalignment of the grips. There was a 0.0610¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle drive instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, there was a missing pad on the large suturecut needle driver instrument. The procedure was completed. No known patient consequence was reported.